Event description:
They could not change the pressure setting of the valve only after three weeks of use. After explanting, they were able to change the pressure, but the movement of rotor and micro magnet was awkward. They would like to know the reason of this event.

Manufacturer narrative:
The incident has been reported to MFR on 02/2010. Results of analysis will be developed in a f/u report.